Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) on (B)(6) 2019 and was subsequently hospitalized due to a blood glucose (bg) level of 40 mg/dl via bg meter and temporary paralysis. Cause was unknown, however, the customer believes they were receiving excess insulin or responding to insulin delivery in a delayed manner. Customer attempted to self-treat by consuming carbohydrates to address bg. During ER/hospital visit, the customer was treated with intravenous fluids of saline and insulin which reportedly resolved the issues. Customer was released from the hospital on (B)(6) 2019 with no permanent damage. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended.